Event description:
The customer reported that the hdu system at (B)(6) rebooted unexpectedly. The system shut down to a blue, then black screen, and sat at a white internet looking box. This reboot resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. Troubleshooting found that the system rebooted and left a core file.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.